Event description:
Additional review by boston scientific technical services (ts) noted that the device battery was depleting abnormally and the power consumption had increased over the past year. The root cause was not known, but the depletion appeared to be consistent with degraded of an internal hardware component. It was recommended to explant and return the device.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up the battery longevity of this device showed two years remaining. It was noted that the battery of the device was depleting faster than expected. The output was changed but the battery remaining still appeared lower than expected. No adverse patient effects were reported. This device remains implanted and a follow up was scheduled in six months.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
Boston scientific received information that during a follow up the battery longevity of this device showed two years remaining. It was noted that the battery of the device was depleting faster than expected. The output was changed but the battery remaining still appeared lower than expected. No adverse patient effects were reported. This device remains implanted and a follow up was scheduled in six months. Additional review by boston scientific technical services (ts) noted that the device battery was depleting abnormally and the power consumption had increased over the past year. The root cause was not known, but the depletion appeared to be consistent with degraded of an internal hardware component. It was recommended to explant and return the device. A follow up took place and it was noted that the device showed three years remaining. No further changes were made, and the patient was stable. Additional information was later received that this device was returned without information pertaining to the explant procedure. No adverse patient effects were reported.

Event description:
A follow up took place and it was noted that the device showed three years remaining. No further changes were made, and the patient was stable.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Additional information was later received that this device was returned without information pertaining to the explant procedure. No adverse patient effects were reported.